Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen. At the end of (B)(6) 2021, the patient had gone to a small shop and as she was leaving, she hit the shop owner¿s car. After exchanging information, on her way home from the shop, the patient became lost. Her cgm displayed 120 mg/dl at the time of the event; however, when she arrived home, she performed a bg was 40 mg/dl. She self-treated with food/sugar until her bg increased. At the time of the report, the patient was in stable condition. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the d zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.